Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm). The customer reported blood glucose value of 450 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: 450 mg/dl meter reading document treatment for high blood glucose: bolus and manual insulin injection other than insulin, indicate medications taken to treat diabetes: none document type of diabetes: type 1. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported high blood glucose. Customer has not been using the insulin pump system within 48hrs of reported high blood glucose event. Customer did not report any pump/product issues. Customer reported receiving pump error 23. Pump was recently stored, without a battery for 8hrs, or error occurred immediately after battery change. Customer was able to clear error and complete rewind process. No further patient complications were reported. No product return is required for mmt-1884l. The customer will continue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.